Manufacturer narrative:
Continuation of d10: product ID 37612 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 37612 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 37612 lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID neu_ins_stimulator lot# serial# unknown implanted: explanted: product type implantable neurostimulator product ID 37601 lot# serial# unknown implanted: explanted: product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 37612, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: , UDI#: ; product ID: 37612, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_ins_stimulator, serial/lot #: unknown, ubd: , UDI#: ; product ID: 37601, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'implementation of paediatric deep brain stimulation: experience from an australian tertiary centre.' Multiple manufacturer's devices were implanted in the study population. The following medtronic devices were used: activa pc, percept pc, activa rc, and percept rc. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The causes or death were refactory seizures. Among all patients adverse events / device product performance issues included: 1. One patient passed away due to refactory seizures. 2. One patient experienced a 3-month admission with severe acute motor exacerbations (same) that continued to worsen. The patient required intravenous midazolam and ketamine sedation and intubation in intensive care. 3. One patient experienced a wound infection. The device was removed and replaced. However, the wound infection recurred. 4. One patient experienced a staphylococcus aureus infection. The device was removed. The patient awaits reimplantation. 5. Four patients had epilepsy. 6. One patient had epilepsy as well as freezing gait/hesitancy in standing. The patient also experienced overstimulation and transient stimulation-induced symptoms. Both of these were resolved through reprogramming. No further information was provided pertaining to medtronic products. See attached literature article.